Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to the atrial fibrillation (afib) ablation procedure, the patient was put under sedation and the catheter was inserted into place. During the procedure, the doctor was in the process of performing a transeptal puncture to start the ablation, it was noted that the catheter was displaying a poor quality image. The cables were replaced but without resolution. After the catheter was replaced, the procedure was continued and successfully completed. There was a 5-minute delay while the catheter was obtained and prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the catheter displaying a poor image was investigated. The defective catheter was returned, and an investigation was performed. Visual inspection found severe delamination on the stack face. The root cause of this catheter complaint was determined to be acoustic array delamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.